Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due diabetic ketoacidosis to high blood glucose was unknown, with blood glucose was unknown. The customer had symptoms such as nausea, vomiting and abdominal pain. The customer was treated with the shots. The customer was wearing the pump at time of hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.